Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent arthoplasty due to disc herniation. It was reported that on an unknown date, post-op, patient was having pain due to which patient underwent revision on (B)(6) 2017. The disc was removed and the level was fused. No complications were reported as a result of this event.